Manufacturer narrative:
Device eval summary: device eval of battery back sn (B)(4) has been completed. Upon investigation, contamination was found on the pca board. The cause of the inability to charge was determined to be contamination on the pca board by itech. The cause of the contamination is liquid ingress. The root source of the liquid ingress cannot be positively identified. No adverse event resulted from the defective battery pack. The last pt to use this monitor did not report any problem.

Event description:
A review of service data has detected a reportable event. Upon servicing of battery pack sn (B)(4), which was returned for normal maintenance, the battery would not charge. The last pt to use this battery did not report any problems.